Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device was defective, was confirmed. It was found that the pump had low pressure due to a defective pump roller. The defective pump roller was replaced, a mechanical upgrade was performed and the device was cleaned, repaired, tested and found to be fully functional. However, given the information provided, we cannot discern a definitive root cause of the defective pump roller. This serialized device (serial: (B)(4)) was manufactured prior to the current manufacturer, therefore a DHR review cannot be performed since the original manufacturer no longer exists and therefore the manufacturer can no longer make any process correction or corrective actions if needed. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during service, it was determined that the pump device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the device had low pressure due to a defective pump roller. There was no procedure nor patient involvement reported. No additional information was provided.